Event description:
It was reported that during a sinus procedure, a powered debrider bur broke off in a patient. The tip was removed from the patient. The patient was not harmed. Testing confirmed the reported malfunction "bur broke." Visual analysis compared to drawing showed that there was some wear in the support area behind the head. The bur tip was detached and measured at 0.463". The detached piece contained the diamond tip and the start of the spiral wrap. The remainder of the spiral wrap was still attached to the device and indicated that it broke while moving in a clockwise direction. Flaring and thinning of the wall thickness of the outer tube and inner tube support area was observed. There was no deformation of the locking area. No signs of improper loading. There appeared to be a decrease in the hub diameter directly behind the locking area on one side only. The reduction in the hub diameter is only on one side which corresponds to the opposite side of which the damage to the tip occurred. Wear marks were apparent on the inner shaft between 0.640" to 0.781" from the inner hub. Although the complaint was confirmed, a single cause of the reported failure could not be established, cause is not evident.

Manufacturer narrative:
The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without serious injury or intervention we are filing this report as a product problem. Per instructions for use 68e3858, revision e, device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. The disposable bur related to this particular event is product (B)(4) which is a hi speed, 70 degree diamond bur. Sinus indications include septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, frontal sinus drill out, endoscopic dcr, transsphenoidal procedures, maxillary sinus polypectomy, circumferential maxillary antrostomy, choanal atresia, sphenoidectomy, and medial, lateral, and posterior frontal sinusotomy. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. This device was out of specification in an "as received condition".